Event description:
The hook of the celect filter embedded itself into the cava wall and perforated just below the renal vein. The filter remains in the pt's body. The pt will be referred to the hospital of (B)(6). Per the request for intervention surgery and images, the district manager confirmed a call was received from the pt's primary physician indicating the pt is scheduled for surgery in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Explant date: unknown. However, the physician indicated the pt is scheduled for surgery in (B)(6) 2013. The investigation is in progress.